Event description:
It was reported that the recorder was not responding when trying to download. It was reported that the bridge in the device appeared to be off to the left and that the pins could be seen more than normal. There was no corrosion or moisture damage. The device could not be reset. The patient study data was lost. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.